Event description:
Customer has been receiving erratic blood glucose readings 55mg/dl - 159mg/dl. Customer's family member thought pt sounded funny and incoherent; went to house and found pt lethargic and weak. Customer taken to the emergency room where blood glucose readings = 35mg/dl. On the day of the incident, customer had only eaten breakfast. Customer used their meter earlier that day, but was unsure of reading. Emergency room administered graham crackers and grape juice. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.